Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a sculptra medical advisor and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female patient who received two treatments of poly-l-lactic acid (sculptra). The first one occurred on (B)(6) 2007 and the second treatment occurred on (B)(6) 2007. Poly-l-lactic acid was administered in the cheeks and on commissures with a dilution of 1/6. Relevant medical history and concomitant medication information were not mentioned. On (B)(6) 2009, the patient visited the physician and she was found to have a late granuloma of 8-9 months of development on the left cheekbone over the malar, and several small granulomas on both cheeks. The late granuloma measured 2 cm x 1.5 cm, and it seemed to be calcified and stuck to the bone. It was described as very hard. The reporter mentioned that the patient denied having received any other esthetic treatment. At the time of this report, the event remains ongoing. Reporter's causality assessment: possible.